Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that quality controls (qcs) were within acceptable ranges on the day of the event. The customer indicated that prior to contacting siemens, they reloaded the reagent flex, replaced the reagent 1 (r1) probe, and aligned the r1 and sample 1 (s1) probes. Siemens remotely reviewed the instrument files and observed several errors. As per siemens' instructions and with siemens' remote assistance, the customer cleaned all probes, replaced s1 probe, ran alignments, and primed the instrument. Then, the customer ran check 1 on s1, homed all modules, and ran qcs and patient samples to verify the instrument's functionality. Check 1, qcs, and patient samples recovered acceptably. Siemens further investigated the issue and determined that the instrument needed routine maintenance. The bent s1 probe and clog detected errors, which were resolved by the routine maintenance mentioned above, contributed to the discordant, falsely low co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and the repeat result was higher than the discordant result. The repeat result was reported to the physician(s). The customer believed that the repeat result was correct because the result matched the patient's clinical history. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.